Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, a system error 2240 was identified as the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. Functional testing was performed and nothing was found that could have caused or contributed to the reported event. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.